Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Account manager reported that trunk stock7mm extended length endoscope s/n (B)(4) is no longer functional. Cannot see through scope when set up on camera with light source. No patient involvement.

Manufacturer narrative:
(B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory for evaluation on 03/18/2021. An investigation was conducted on 04/04/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. An image quality inspection was performed on 04/26/2021 with an endoscopic video imaging system. A clear image was unable to be obtained. The image was observed to be dark. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed.

Event description:
Account manager reported that trunk stock7mm extended length endoscope s/n (B)(6) is no longer functional. Cannot see through scope when set up on camera with light source. No patient involvement.